Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated this was not the second occurrence of replace battery alarm now without a low battery warning. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.